Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.

Event description:
During an af ablation procedure, after the tacticath se ablation catheter was plugged into the tactisys, the light displayed red and would not let the contact force be reset. The catheter was also not recognized by the ensite computer. The catheter was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient.